Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the saw was overheating. It was also reported that during testing conducted at the manufacturer facility the saw ran without user activation of the handswitch. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with either of these events.

Manufacturer narrative:
Corrosion was found in the motor and the contact pins, which was identified as a probable cause of the device running without user activation. The reported overheating of the device was not duplicated during the device evaluation.